Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
According to the gore® dryseal flex introducer sheath instructions for use, adverse events that may occur and / or require intervention include, but are not limited to: bleeding and vascular trauma.

Event description:
The following information was reported to gore: on (B)(6) 2020, this patient underwent endovascular treatment using a gore® tag® conformable thoracic stent graft with active control system for a descending thoracic aortic aneurysm. A gore® dryseal flex introducer sheath (dsf) was used for access in the right femoral artery. The patient tolerated the procedure. On same day, three hours after the initial procedure, a decrease in blood pressure was observed. Computer tomography image revealed an access vessel rupture from the right common iliac artery to the external iliac artery. The patient underwent reintervention whereby additional stent grafts were deployed. The patient tolerated the procedure.